Event description:
The size and fit of a 4.0neo and 3.5neo, neonatal tracheostomy tubes were unsatisfactory. Attempts to convert and intubate pt to a 4.0neo were unsuccessful. A back-up 1nt device was placed. The following day a 3.5neo was successfully inserted. Within twenty-four hrs after the 3.5 neo device had been inserted, pt developed chaffing and irritations around the stoma site. It was also reported that on multiple occasions, partial extubation occurred when the pt coughed. Reporter states that due to this pt's various congenital abnormalities, the device fit may not have been compatible, thus contributing to the reported event. There was one pt involved with no reported pt compromise.